Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11. Correction to g2, as the information was inadvertently left blank in the initial medwatch report the device was returned to olympus for inspection, and the reported failure (blue debris and white hemospray powder) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue was seen inside channel. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had powder still inside the channel. The distal tip had a little blue debris inside. This issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.